Event description:
It was reported that "the spiral of the guide wire has come loose from the core of the wire during the procedure and could only be removed from the patient with the help of the vascular surgeons". Additional information from the clinical staff indicated that the patient was intubated during the incident. The detached part of the guide wire was located subcutaneously by the vascular surgeon and was able to be removed. The patient passed away and the death was unrelated to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the spiral of the guide wire has come loose from the core of the wire during the procedure and could only be removed from the patient with the help of the vascular surgeons". Additional information from the clinical staff indicated that the patient was intubated during the incident. The detached part of the guide wire was located subcutaneously by the vascular surgeon and was able to be removed. The patient passed away and the death was unrelated to the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and sac catheter for analysis. Visual analysis of the guide wire confirmed that it was separated into two pieces. The spring coil was returned stuck within the catheter device while all of the core wire was returned outside of the device. Evidence of use was observed as the guide wire was returned with biological material on the body. Microscopic examination confirmed the damage and revealed that the point of separation on the core wire was approximately 19mm from the distal weld. The core wire had a thin, flattened appearance at the point of separation. The proximal weld was still intact. Both welds appeared full and spherical. Both pieces of the core wire were measured at 438mm and 19mm respectively, totaling 457mm which is within the specification limits of 450mm-458mm per the guide wire product drawing. This confirms that all of the core wire was removed from the patient. The guide wire outer diameter measured 0.620mm which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the proximal weld was intact. Additionally, r & d engineering was consulted regarding this complaint investigation. R & d engineering confirmed that the core wire of the guide wire is intended to have a thin, flattened shape at its distal tip to increase flexibility during insertion. The thin , flattened shape begins approximately 21.5mm from the distal tip, which aligns with the point of separation observed on the device. Due to its narrower design and proximity to the distal weld, this location could be a common point of separation if the guide wire were to experience excessive tensile force. This is likely to occur if the guide wire comes into contact with sharps, such as a needle bevel. In this particular case, the needle bevel likely caught the spring coil and then applied a cutting force to the narrow core wire near the distal weld during removal, leading to the separation that is observed with the returned device. Therefore , based on the condition of the returned sample and consultation with r & d engineering, unintentional use error likely caused or contributed to this event. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a separated guide wire during use was confirmed through investigation of the returned sample. Visual analysis of the guide wire confirmed that it was separated into two pieces. Microscopic examination revealed that the point of separation on the core wire was approximately 19mm from the distal weld. Despite this, the guide wire core wire met all relevant dimensional requirements, and a device history record review was performed based on a potential lot from sales history with no relevant findings. R & d engineering was consulted and confirmed that the core wire is intended to have a thin , flattened shape at its distal tip to increase flexibility during insertion. Due to its narrower design and proximity to the distal weld, this location could be a common point of separation if the guide wire were to experience excessive tensile force. This is likely to occur if the guide wire comes into contact with sharps, such as a needle bevel. In this particular case, the needle bevel likely caught the spring coil and then applied a cutting force to the narrow core wire near the distal weld during removal, leading to the separation that is observed with the returned device. Additionally, the selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Therefore, based on the condition of the returned sample and consultation with r & d engineering, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.